Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the extensions were removed and the ipg was replaced per physicians preference. The ipg pocket was also relocated. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg where the extensions were implanted. The patient will undergo a revision procedure wherein the pocket will be relocated and the ipg will be replaced. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3138-35 serial #: (B)(4) description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing pain at the ipg where the extensions were implanted. The patient will undergo a revision procedure wherein the pocket will be relocated and the ipg will be replaced. No device malfunction was suspected.